Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device was operating as intended. The device passed all functional testing . The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1842, the bolus cannot be given, and there was fluid damage. There was unknown patient involvement.